Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 400 mg/dl. It was unknown if customer was using insulin pump within 48 hours of reported high blood glucose event. It was unknown if insulin pump was used on auto mode. Customer treated high blood glucose with manual injections. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.